Manufacturer narrative:
Visual inspection also found residue on the lens. Patient code 3191: secondary surgical intervention, iop treated with medication claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13 mm, vicmo13.2, -17.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was removed due to excessive vault, elevated iop and pigment dispersion. A replacement lens was later implanted and the problem was resolved. The reporter also reporter that when the lens was removed they noticed that one if the haptics had a fissure (incomplete broke). The reporter stated " the lens was removed during a second surgery, surgeon tried to maintain the iop using medication. Because this treatment wasn't effective during 4-5 months, finally decided to remove the lens due to potential damage of retina. An oct-scan was performed prior to second surgery and raised question about icl stability due to a slightly asymmetry, initially interpreted as a nasal posterior synechiae. The moment of second surgery was postponed for a while due to attempt to control iop with medication, as refractive outcome was acceptable and patient live and work abroad".